Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor patient was going to the bathroom at least 7-8 times and it was like before the implant. According to the patient they soiled themselves at least 5 times since the night prior and had a message in to their healthcare provider (hcp). At the time of the call the patient did not have the ability to check the device because they did not have access to their patient programmer (pp) at the time of the call. The patient was implanted the day prior to the call and the therapy issues started the night of implant. The patient planned to call back when they had their pp with them. Additional information was received from the patient on (B)(6) 2018 who had been going to the bathroom too often since (B)(6) 2017; the pp was not working the day of the report. The caller determined they were trying to connect with the wrong pp, found the correct pp, and was able to connect and increase stimulation to 2.9v; the patient was comfortable/in the correct area. It was reported the issue was resolved and the patient wished to leave the stimulation where it was. Patient was redirected to their healthcare provider if their symptoms continued. Additional information received on 2018-01-16 as the patient received two letters from the manufacturing company. Patient did not know the serial number of the controller. Patient said this had been straightened out as their spouse was using the wrong controller after the permanent implant was implanted. Patient was having a continuation of the same issues reported in original call for urinary frequency. Patient said increasing stimulation did not resolve the urinary frequency because they thought that they possibly had a urinary infection. They had trouble going to bathroom frequently and not knowing, they had to go. Patient reported that they thought of having a urinary infection because they were urinating frequently and noted that before the implantable neurostimulator (ins) was implanted and they used to get urinary infections "one after the other". It was recommended to reach out to doctor in regards to possibility of urinary infection. Additional information received from patient on (B)(6) 2018. Increasing stimulation did not help urinary frequency as it might be possible infection. Additional information was received from the patient on (B)(6) 2018. Patient said they know the implant isn't working because they are going to the bathroom all the time. They added that they had the ins repositioned four weeks ago because "it was up on top and it was floating around it was like laying on a rock." The patient also said "it hasn't worked real good since then" which started about four days ago. It can be noted the ins pocket issue has been since implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.